Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: hernia. According to the reporter: the devices made crunching sounds when the handle was squeezed. Intermittently tacks would deploy and some of the tacks would not deploy from the jaws. The case was completed by using the devices and a gore tacker. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.